Manufacturer narrative:
The date of this submission is (B)(4) 2013. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(4) 2013, from a female consumer (age unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach access daily flosser, for dental cleaning, (route: dental, lot number 2502d, frequency and expiration date unspecified). After an unspecified duration, she stated that the floss broke apart and did not last for her to use in the entire mouth. She also stated that the previous three boxes of the device she purchased did not last. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information received on (B)(4) 2013 a review of the data associated with this complaint category revealed no adverse trends and no trend involving lot number 2502d. Complaint could not be considered confirmed since customer unit was not received. However, device history record, retain sample visual evaluation and history of changes demonstrated adequate controls and did not show any gaps in the production process that could potentially affect the product. Complaint trends would continue to be monitored. This report remains a reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(6) 2013, from a female consumer (age unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach access daily flosser, for dental cleaning, (route: dental, lot number 2502d, frequency and expiration date unspecified). After an unspecified duration, she stated that the floss broke apart and did not last for her to use in the entire mouth. She also stated that the previous three boxes of the device she purchased did not last. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states.

Manufacturer narrative:
The date of this submission is (B)(4) 2013. This closes out this report unless other additional significant information is received.